Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced infusion set fell off due to tape not sticking event on (B)(6) 2026. The infusion set was in use for one and a half day. No further information available.